Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the device doesn't hold the data in codes in the software version. No patient injury was reported.

Manufacturer narrative:
Additional information received on 02-sept-2022 via email attached in complaint object: did this issue occur during infusion or prior to use? No; did the product issue cause or contribute to patient or clinical injury? No; did the patient receive medical treatment - anything that is not over-the-counter? No. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: d4: model number 2110; d1: brand name: cadd-solis infusion system; g3: report source: user facility.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device in good condition. Functional testing found the customer problem was duplicated. Connected an ac power, charged the device for three days and solving the issue (low battery voltage). The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).